Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot # 73b1800216 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were found. Although both remaining clips fired properly, the broken ratchet could cause the clips to become out of position and prevent the clips from properly loading. However, it could not be confirmed that the clips were out of position. It could not be other remarks: determined why the ratchet broke. The reported complaint of "clips not closing" could not be confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, both clips were able to fire from the device and were successfully applied to over-stressed surgical tubing. Since both remaining clips fired properly, the reported complaint issue was not confirmed. However, a defect was confirmed with the returned sample. The ratchet ears were found to be broken which could cause the clips to become out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet broke. Although the reported complaint issue could not be confirmed, a defect was confirmed with the returned device as the ratchet was broken. Since it could not be determined why the ratchet broke, the root cause of this complaint issue is undetermined.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.